Manufacturer narrative:
Batch review performed on 18 march 2020: lot 182662: (B)(4) items manufactured and released on 29-aug-2018. Expiration date: 2023-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: versafitcup cc trio 01.26.45.0054 acetabular shell cc trio 54 (k103352) lot. 180907 batch review performed on 18 march 2020: lot 180907: (B)(4) items manufactured and released on 30-apr-2018. Expiration date: 2023-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 36 size l + 4 (k112115) lot. 183363 batch review performed on 18 march 2020: lot 183363: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: cc e cc light 01.26.3644hct flat pe hc liner 36 / e (k103352) lot. 181716. Batch review performed on 18 march 2020: lot 181716: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 year and 4 months after primary surgery due to infection. All implants successfully revised.